Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had failed and was not detected on the bus. A field service engineer (fse) reported that all cubie pockets in the auxiliary half height drawer were missing, causing the drawer to fail and not appear in the storage space configuration. The fse opened the rear panel, identified that the communication bus controller light was off. The fse also inspected and reseated all cables without resolution, then replaced the drawer control board, after which the light was restored and the drawer functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 failed and was not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.